Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed.

Event description:
It was reported that a black foreign matter was found inside a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube before use. No injury or medical intervention.